Manufacturer narrative:
The manufacturer conducted a follow up with the initial reporter. The hcp reported that upon device removal, otoscopy indicated cloudy white build up in the ear canal and fluid behind the tympanic membrane. The patient was diagnosed with otitis externa. The patient had ongoing issue that had previously cleared. The hcp stated that in his opinion lyric likely contributed to the re-occurrence. Patient recovered, was cleared and resumed lyric wear. Lyric is a single use device and is usually discarded, and hence is not available for the analysis. The device is designed to be worn deep within the ear canal, effectively sealing it as intended. However, this sealing can potentially lead to moisture accumulation in the space between the device and the eardrum. Such moisture retention may compromise skin integrity, creating a moist and dark environment that is conducive to bacterial growth. This environment can occasionally result in skin irritations or infections, including otitis externa. This has already been considered in the device's risk file. The accompanying IFU lists actions to take when ear pain, irritation or inflammation occurs and seeking medical advice referral criteria. It should be also noted that otitis externa is a relatively common condition that can occur independently of hearing aid use. The manufacturer checked for similar complaints in the last three years and there have been no trends identified. The manufacturer will keep observing for trends.

Event description:
The manufacturer was notified that the hcp observed excess fluid collection in the patient's ear. The patient was referred to the ent and was given drops treatment for one (1) week.